Event description:
During knee arthroscopy it was reported that the physician started with the tap and starter. During the fixation, the anchor broke. The physician did not withdraw the broken piece. There were no reported patient injuries or complications. Patient's bone quality was reported as 'strong'. An email was sent on (B)(4) 2013 requesting additional information and status of device for evaluation.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Manufacturer narrative:
One twinfix ab 5.0 sutr anchr w/2 38"ultra was returned for evaluation and a visual inspection confirmed that the anchor was broken. Two-thirds of the proximal end of the anchor was broken and missing. The site preparation was reported to have been tapped; however, it is unclear if the site preparation was adequate. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time.the information for use (IFU) (B)(4) states: ¿use the threaded dilator to prepare the insertion site. Turn the threaded dilator clockwise in an axial fashion until the indicator line on the threaded dilator reaches the bone surface.¿ (B)(4).